Event description:
Information received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend knob and trend linkage broken. The technician replaced the trend knob and trend assembly to repair the bed.